Manufacturer narrative:
Concomitant medical products: blue swap cap; 3ml bd syringe containing 1.6ml of 0.9% nacl inj. Usp, lot #531011b, exp. 11/05/18; therapy date (B)(6) 2016. The customer¿s report of a leak from the filter of the extension set was confirmed. No evidence of damage was observed upon visual inspection. Functional testing observed the leak source at the filter vent. The probable cause for the damaged filter membrane is the filter being wetted out due to oversaturation.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from the filter of an IV set during an infusion of d19 @ 2.8ml/hr. There was no patient harm.